Event description:
Pump read "res vol off" and it would not change, even when lock level was changed from lock level 2 to lock level "0." Consulted operator's manual and found that the pump needed svc. The pump was stopped and another pump which functioned properly was started. Pump was sent to MFR for svc.